Manufacturer narrative:
Review and confirmation of mfg records were performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or pt condition.

Event description:
Boston scientific received info that this implantable left ventricular (lv) lead was surgically abandoned due to high pacing thresholds. To date, there have been no adverse pt effects reported.